Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ve ntilator unexpectedly stopped supplying gas and "backup ventilation" appeared on the status display. The device was available for evaluation. Third party service person inspected the unit and found relevant diagnostic codes and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and bd (breathe delivery) psol (proportional solenoid). A review of the logs showed the ventilator entered backup ventilation at the time of event. The ifm pcba bd psol were returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The event was isolated in the field to a potential fault with ifm pcba bd psol. However. The returned components were analyzed, and no faults were found. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Based on review of the medtronic service evaluation, the 980 ventilator entered backup ventilation at the time of the event. The medtronic service engineer (se) inspected the device and replaced the delivery proportional solenoid (psol) and inspiratory electronics printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications at the time of service and was returned to the customer. The unit passed testing and operated within the manufacturing specifications. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator unexpectedly stopped supplying gas and "backup ventilation" appeared on the status display. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.